Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The caller reported that the nav-ring was not working. The device was not in use at the time of the reported event; therefore, there was no patient involvement.